Manufacturer narrative:
The svc rep replaced ps3 power supply - verified smooth vertical up and down motion. Sys functioning as intended.

Event description:
The customer reported problems with the vertical lift. No pt injury was reported.